Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date : unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd only markets insulin delivery syringes for subcutaneous use of insulin. Bd insulin syringes are cleared for subcutaneous injection of insulin and have only been tested and validated for this intended use. Bd insulin syringes are not designed, manufactured, tested or cleared for intraocular injection standards. These insulin syringes are safe and effective when used as intended. CAPA/sa based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. No DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 unspecified bd¿ syringes were subject to unable to off label use. The following information was provided by the initial reporter : it was reported that patient received eye injections with insulin syringe and is seeing halo in eye. The patient reported having received eye injections with an unknown insulin syringe which might not be bd device. The patient received an injection in left eye 9 months ago and within right eye 3 months ago, both times the next day the patient saw a halo in the eye. One of the eyes has resolved on its own. For the other eye the patient saw a doctor who informed of a microscopic lube in the eye which might be there forever. Date of event: unknown. Samples status: discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date : unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd only markets insulin delivery syringes for subcutaneous use of insulin. Bd insulin syringes are cleared for subcutaneous injection of insulin and have only been tested and validated for this intended use. Bd insulin syringes are not designed, manufactured, tested or cleared for intraocular injection standards. These insulin syringes are safe and effective when used as intended. CAPA/sa based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. No DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 unspecified bd¿ syringes were subject to unable to off label use. The following information was provided by the initial reporter : it was reported that patient received eye injections with insulin syringe and is seeing halo in eye. The patient reported having received eye injections with an unknown insulin syringe which might not be bd device. The patient received an injection in left eye 9 months ago and within right eye 3 months ago, both times the next day the patient saw a halo in the eye. One of the eyes has resolved on its own. For the other eye the patient saw a doctor who informed of a microscopic lube in the eye which might be there forever. Date of event: unknown. Samples status: discarded.